Event description:
(B)(6) liposuction, dr (B)(6) performed liposuction with the combination of jplasma. I had no clue what jplasma was until the office insisted; I get it with lipo. It left me with 3 very large burns that turned into scars from scars into keloids. FDA safety report ID# (B)(4).